Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 465cc mentor memorygel breast implant and experienced left-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor breast implant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2-feb-2022, mentor received additional information regarding the revision surgery. The patient underwent removal without replacement on (B)(6) 2022. The patient is planning to undergo an implantation surgery sometime in the future. The relevant field has been updated. On 7-feb-2022, mentor received additional information regarding the patient¿s symptoms. The patient experienced left-sided lactation disorder. H.6. Health effect - clinical code (e2402): lactation disorder. On 18-feb-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).